Manufacturer narrative:
H4: the lot was manufactured october 12, 2022 to october 13, 2022. H10: one actual device was received for evaluation. The unit contained 75ml of fluid in the bladder. A visual inspection on the unit via the naked eye showed no evidence of rupture or leak from the bladder. The bladder was found to be in normal condition. Evidence of continuous flow of fluid was observed when the luer cap was removed from the distal luer. A functional flow test was performed on the unit. The flow rate was found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor was unstable and oscillating inside the plastic case (housing). This was discovered during patient administration. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.